Manufacturer narrative:
The reported event of battery malfunction was not confirmed. The device was received in backup mode with battery having reached elective replacement indicator (eri) level. Electrical and mechanical analysis performed, after re-loading the device code, indicated normal functionality. Further battery assessment at various pulse amplitudes measured normal current levels and no indication of battery malfunction detected. Longevity assessment was performed based on average drain current and the device exceeded seventy five percent of projected longevity indicating normal battery depletion.

Event description:
It was reported that the pacemaker exhibited a battery malfunction. The device was explanted and replaced. The patient was in stable condition.